Manufacturer narrative:
The technician replaced the four casters to repair the stretcher.

Event description:
Info rec'd indicates the casters would brake, but with added force they would slightly swivel.